Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to fluid invaded the scope connector during user handling resulting abnormality in electrical part and resulted in the suggested event. The event can be detected by following the instructions for use (IFU) which state: inspection of the endoscopic image. The event can be prevented by following the instructions for use (IFU) which state: when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage. Olympus will continue to monitor field performance for this device.

Event description:
Company representative reported after a procedure (unspecified), the video stopped working. According to the report, it had happened previously however, it had started working again and device was placed back into circulation and was inspected and checked by the facility biomedical technician. However, according to the reporter, " two weeks ago (unspecified day and time), the video stopped working and would not restart". The olympus technician according to the reporter performed troubleshooting with a staff member for over thirty (30) minutes and at the end it was recommended to be pulled from service and sent to olympus for repair. There was no patient harm, no user injury reported due to the event. This event includes two (2) reports to address the two events with the alleged failure. Report with patient identifier (B)(6) (event 1 of 2). Report with patient identifier (B)(6) (event 2 of 2). This report is for report with patient identifier (B)(6) (event 2 of 2).

Manufacturer narrative:
The subject device was received and evaluated . Device evaluation found a b30 error and no image (black display) was observed. In addition, evaluation and inspection found the switch/camera was not working. Bending section check test performed and found stiff, continuity test failed. Scope connector advance diagnostics (ad) check performed, found dry moisture, however, the eto port found loose, corrosion inside unit was observed. ID chip check found no data . Control body name plate faded. Light guide mounting (prong) loose. Damaged gold pins on electrical connector noted. Peeling observed on labels. Furthermore, inspection found the a-rubber, a-rubber glue (insertion section), distal end plastic cover, insertion tube and light guide tube observed to be a non olympus. Investigation is ongoing. This report will be supplemented accordingly following investigation.